Event description:
Procedure type: sigmoid resection. According to the reporter: when testing the anastomosis a leak was noticed. The doctor had to over sew the area. Surgery time was extended one hr. Donut specimen were formed in the device. No further info was available.